Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found scope was slowly leaking at the biopsy channel. It was checked with the borescope. The probe unit tip was loose. The nozzle was deformed. The f-knob was moving with the right/left (r/l) knob. There was one element broken on the um image. There are scratches on the um connector. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the air/water leakages or fluid invasion. There is an internal leak. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an excessive impact being applied on the distal end and stains intruded into the lens from there, causing the phenomenon. Another possible cause is that the cracks occurred because the subject part deteriorated due to usage methods and environmental factors.